Event description:
It was reported that the user experienced dinner meals being maladapted and had been announcing more for most dinner meals after starting on the ilet; per guidance, a factory reset was performed and the pump was set up again, after which the system returned to bionic operation, with the user on dexcom g7 and an inset infusion set, indicating a use-related issue associated with meal announcements and user interface interactions. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.